Manufacturer narrative:
Event took place in france. As soon as further information becomes available, an updated follow up report will be sent in to the agency. Based on risk assessment and clinical assessment case is considered as closed.

Event description:
Irn# (B)(4). Needle broken at the hub, the needle body remained in the patient's arm. Surgeon was called in.

Manufacturer narrative:
Event took place in (B)(6). As soon as further information becomes available, an updated follow up report will be sent in to the agency.

Event description:
Irn# (B)(4). Needle broken at the hub, the needle body remained in the patient's arm. Surgeon was called in.